Manufacturer narrative:
Concomitant medical product: xom unknown bur - product number and lot number is unknown, manufactured date <(>&<)> UDI number unknown. The handpiece (product # 3334800) was returned for analysis. The bur was not returned for analysis. Pre-repair temperature testing was performed on the handpiece. Analysis confirmed the report of the handpiece heating up. The following are the pre-repair temperatures: rear - 28.2°c, middle - 36.4°c and nose - 50.4°c. Analysis indicated that the handpiece was noisy. Device evaluation is not complete at this time, completion of evaluation is anticipated. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The facility reported that after the bur was set up in the handpiece, black fluid came out of the bur tip. The bur was rotated and the handpiece heated up. The bur did not heat up. Another company's handpiece was used to complete the procedure. There was no patient impact.

Manufacturer narrative:
The device analysis has been completed. Analysis could not confirm the reported event of black fluid coming out of the bur tip. Service and repair replaced the motor cable assembly, nose, release collar and bearing. The device was cleaned, tested to all manufacturing product specifications and returned to the customer. If information is provided in the future, a supplemental report will be issued.